Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It has been reported that on (B)(6) 2024 the patient's blood glucose levels (bg) reached 15.3 mmol/l (275.4 mg/dl) and ketones of 1.1 mmol/l (19.8 mg/dl). The patient went to the emergency room (ER). The patient was experiencing difficulty breathing, coughing, choking, heart palpitations and pain on the chest. An ECG was performed. The doctor diagnosed a heart problem and further analysis will be required. They were prescribed propenol a beta blocker heart tablet, 40 mg, 3 times a day. The pod was removed at the hospital. The patient was discharged after 11 hours. Once the patient arrived at home, they successfully applied a new pod. The patient reports since taking the prescribed tablets they feel better.